Event description:
An attempt was made to deploy a 4.0mm diameter x 18mm length integrity rapid exchange (rx) coronary stent into a patient. The target lesion, located in the rca, was described as very highly calcified. No abnormalities were noted during preparation of the device prior to use. However, it was reported that difficulties were encountered in crossing the lesion and when the relevant device was removed from the patient, it was noted that the stent was damaged. The patient is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (very high calcification), (failure to deliver the stent and stent deformation). Conclusions: (very high calcification). Evaluation summary: the stent was positioned on the balloon as per specification. A number of struts on the last two proximal stent segments were raised and deformed.